Event description:
There was no device failure, malfunction, or complaint reported. The pt was undergoing a mitral valve repair procedure. She had a prior CABG operation in 1984. For this mvr procedure, the left groin was used for cannulation, opposite a recent catheterization. When the 28 fr endovenous drainage cannula (heartport) was placed, resistance was met. The cannula was removed & a 21 fr femoral venous drainage cannula (dlp/medtronic) cannula was inserted. Resistance was met again. A dual-stage venous drainage cannula was then placed directly into the right atrium. Attempts at placement of a venous drainage cannula via the femoral approach were performed without the use of fluoroscopy. Approx 2 mins into cardiopulmonary bypass the pt's abdomen became distended. At first, abdominal exploration did not reveal a site for hemorrhage. The pt was converted to a median sternotomy, & direct aortic cannulation was performed. Further abdominal exploration revealed an iliac vein perforation. This was found to be at the site of a curve in the iliac vein adjacent to a uterine mass. The pt was hemodynamically unstable at the end of the procedure, & could not be resuscitated. An autopsy was not performed. At sternotomy, the pt was noted to have grossly poor left ventricular function.